Manufacturer narrative:
Block b3: approximation - based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7133157 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to inadequate stimulation. The original leads had been placed bilaterally in the internal capsule, which limited the effectiveness of the stimulation. The patient's symptoms included discomfort and muscle tightness when the stimulation was on. The lead replacement was completed successfully and without complications. The patient is doing well postoperatively, with no side effects. The explanted devices will not be returned to boston scientific, as they were retained by the facility.